Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unexpected shutdowns occurred. Review of the pump logs found that the battery gauge was fluctuating which resulted in the pump shutting down. Additionally, it was reported that an unexpected reset occurred. There was no impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.